Manufacturer narrative:
Bottle 3 (ethanol) was not in contact with the corresponding sensor for 1 minute and 41 seconds, which is sufficient time to replace the reagent. The station properties for bottle 3 (ethanol) were reset at 08:40 am on (B)(6) 2017. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition, unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 3 prior to this action were: ethanol concentration=78.2%, cycles=39%, cassettes=2522, days=17. A user affirmed in the instrument software that the default concentration of 100% was to be set at 08:40 am on (B)(6) 2017. Information provided by the complainant indicates that sub-optimal processing is derived from one (1) processing run which started and completed on (B)(6) 2017. Evaluation of the instrument logs found that the quality of tissue processing from the "2 hr short cycle (hb)1" protocol started in retort a at 13:44 pm on (B)(6) 2017, which comprised 45 cassettes and completed successfully at 16:03 pm on (B)(6) 2017; and the "2 hr short cycle (hb)1" protocol started in retort b at 15:32 pm on (B)(6) 2017, which comprised 59 cassettes and completed successfully at 17:55 pm on (B)(6) 2017, would have been adversely impacted. Information provided by the laboratory on 09 august 2017, indicates that prior to commencement of the protocol from which sub-optimal tissue processing was identified, a user had replaced the reagent, which is designated for 100%, with 70% ethanol in error. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 3 (ethanol) was used in the final dehydration step of the "2 hr short cycle (hb)1" protocol started in retort a at 13:44 pm on (B)(6) 2017; and the 2 hr short cycle (hb)1" protocol started in retort b at 15:32 pm on (B)(6) 2017. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the "2 hr short cycle (hb)1" protocol started in retort a at 13:44 pm on (B)(6) 2017; and the "2 hr short cycle (hb)1" protocol started in retort b at 15:32 pm on (B)(6) 2017. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior commencement of the "2 hr short cycle (hb)1" protocol started in retort a at 13:44 pm on (B)(6) 2017; and the 2 hr short cycle (hb)1" protocol started in retort b at 15:32 pm on (B)(6) 2017. Specifically, per the information provided by the complainant, a user had replaced the reagent, which is designated for 100% ethanol with 70% ethanol, and affirmed that the concentration was to be set to the default value of 100% in the instrument software.

Event description:
On 09 august 2017, the complainant reported to a leica product applications specialist (pas) that biopsy samples in 20 cassettes processed with a two (2) hour protocol, which completed at 16:30 pm on (B)(6) 2017, were infiltrated with water. The laboratory supervisor advised the pas that the sub-optimal tissue processing was caused by incorrect replacement of the reagent in an ethanol bottle; and two (2) cases were under investigation as the tissue samples were not diagnosable. On 09 august 2017, the pas visited the laboratory in order to collect further details of the circumstances involved in the event and to provide applications support. The laboratory supervisor advised the pas that ll reagents in the instrument at the time of event had been replaced by laboratory staff. Configuration of the reagent bottles, reagent change and final reagent thresholds and protocols were adjusted by the pas in consultation with the laboratory supervisor to standardise these parameters across the two peloris rapid tissue processors located in the laboratory; and laboratory staff were trained on the new operating procedures for reagent management on 16 august 2017, the laboratory supervisor provided an identifier, gender and date of birth for each of the two (2) patients from whom biopsy samples were not diagnosable. On 23 august 2017, the pas advised that "it was recommended that the patient has another sample taken, but the lab have not yet received anything as yet". Refer to MFR #8020030-2017-00061 for specific details of the other patient involved.